Event description:
Customer reported that during a endoscopic sinus procedure, the doctor attempted to pull out the surgical pattie and the string disingrated. The string has not been retrieved. It was also mentioned that the string may have been inadvertently cut by a biopsy punch or a nasal breeder. The customer was not able to provide product information. In addition, the product is not available for evaluation.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. It is also not possible for codman to determine if it is in fact a codman product. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.